Event description:
It was reported that during the first stage lead implant, high impedances of greater than 10,000 ohms were measured. The connections were checked and the multi-lead trialing cable and external neurostimulator were changed, but impedances were still high. The lead was replaced and optimum impedance values were then measured. The patient was receiving effective therapy after the lead replacement.

Manufacturer narrative:
Concommitant product: product ID: 3387s-40, lot# va0g9l3, product type: lead. (B)(4).